Manufacturer narrative:
Device not returned for examination. No stock held in finishd goods or in transit. Checked product in work in progress and no fault found.

Event description:
Mask deflated during use and would not reinflate.